Event description:
It was reported that subsequent to a coronary stenting treatment procedure, the pt graphix int 300 cm guidewire perforated the vessel during post dilation of three stents. The perforation and subsequent minimal pericardial effusion was confirmed. The pt is considered cardiovascularly stable.